Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer ref: 2184149-2021-00339, 2184149-2021-00340. During a ventricular tachycardia procedure, a prolonged procedure occurred due to a "surface electrode impedance error" message displaying while puncturing the inguinal region in voxel mode, the body surface ECG 12 no longer displaying, and the troubleshooting involved in order to resolve the issue. Ultimately the system and the patches were replaced and the procedure was completed with no adverse consequences to the patient.